Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2026 due to a bent cannulas on (B)(6) 2026, which resulted in hyperglycemia with associated symptoms of nausea, vomiting. The patient's blood glucose level peaked at 593 mg/dl at the time of the event.,the patient was treated with exogenous insulin and intravenous fluids,saline etc. The patient was released from the hospital on (B)(6) 2026. No further information available.